Manufacturer narrative:
The reported failure was error message: "runaway". The getinge field service technician (fst) was onsite and cleaned, reconnected the control and motor and pump control board which solved the error. The device was put back in clinical use. According to the service manual heart-lung machine hl 20 version 02 in chapter 6.10.6 adjustment of rpm optical tacho board the following is stated: the optical tacho must be adjusted after replacement or in case of speed differences between control system and safety system. The most probable root cause could be determined as aging. Aging can change the properties of electronic components, which can cause it to have to be re-adjusted. The device was produced in (B)(6) 2012. Thus the reported failure could be confirmed. As an action the getinge sales and service will be informed to follow the instructions in the service manual. The review of the non-conformities during the period of (B)(6) 2012 to (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
The hl20 pump displayed the error message: "runaway". Further information was requested but still pending. A follow up medwatch will be submitted when new information becomes available.

Event description:
It was reported that the hl20 pump displayed the error message: "runaway error". Reference number: (B)(4).